Manufacturer narrative:
The report of ¿high impedance¿ was confirmed. Analysis of the returned lead found that the terminal end segment had a kink on the outer tubing where all the internal wires were broken. The root cause of these fractures is unknown as the report did not indicate if the patient reported any falls, accidents or trauma prior to the allegation.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on the lead. Surgical intervention was undertaken wherein the lead was explanted and replaced.

Manufacturer narrative:
The date of event is estimated. E1- initial reported phone number: (B)(6).